Event description:
It was reported that the implantable cardioverter defibrillator was found in backup operation. It was noted that the patient had undergone an MRI without changing the mode of the deice. Further information was requested, however, was not provided.